Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr) and experienced syncope. It was noted that the patient was cutting wood on a hot and humid day which the health care professional (hcp) believed contributed to the rapid rates and syncope. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr) and experienced syncope. It was noted that the patient was cutting wood on a hot and humid day which the health care professional (hcp) believed contributed to the rapid rates and syncope. This device remains in service. No additional adverse patient effects were reported. Additional information was received that the resolution for this patient was determined to be pharmacological treatment and continuous monitoring. This device remains in service. No additional adverse patient effects were reported.